Event description:
It was reported by service report that the bed scale is not reading the correct weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.